Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and the customer was adding insulin to the cartridge outside of the load sequence. Tts informed the customer that adding insulin to the cartridge outside of the load sequence is off label per the tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 220 mg/dl.